Event description:
It was reported that the device was explanted after an implant duration of approximately 39 months. Through follow-up with the surgeon, it was learned that the device was explanted due to regurgitation and stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information regarding the reason for explant was learned. A device history record review is currently in process.

Event description:
It was reported that, "when bumper was inserted, surgeon unable to put it in."

Manufacturer narrative:
In 2009, the operative report was received (via mail) by the health-care provider.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.